Event description:
Suction catheter, within protective sheath of ballard tracheostomy in-line catheter, separated from the device -blue connector- while suctioning the pt. The catheter became stuck in the CT tube but was able to be removed completely intact and without difficulty. The pt was bagged with 100% fi02 due to brief desaturation. No injury or adverse outcomes to the pt occurred.